Event description:
It was reported that the patient enrolled in the (B)(4) had had the band explanted in 2008. Band was removed because patient has vomitting at each meal. There no other reported consequences after band removal.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. A device history record (DHR) review was performed by the complaint technician (sdu), and no discrepancies were recorded during the manufacturing process. A device history record (DHR) review was performed by the complaint technician (sdu), and no discrepancies were recorded during the manufacturing process.